Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user reported the critical override for injectable morphine had been disabled. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had prescription reporting delays. A technical support specialist investigated the server, which was performing slower than expected. It was found that it took 15 minutes to run a simple query. The hard drives (hd) were underspecified for a facility of this size. Once the hospital information technology (hit) team addressed this issue, queries began running as intended and system communication improved. The system functioned as intended after the technical support specialist assessed the device.